Event description:
It was reported that a large volume infusor leaked. The reporter stated that the tip was separated from the tubing. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13g008 was manufactured july 1, 2013 - july 3, 2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation. However, a photograph of the device was provided by the customer. A photographic inspection confirmed that the tubing had tip had separated from the tubing. The cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted.